Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received a vibratory alert for a crosstalk. The patient notifier was disabled. The device remains implanted.